Manufacturer narrative:
A field service technician evaluated the actual device at the user facility. The field service investigator verified the functionality of the machine and ran a full series of diagnostic testing to confirm there were no issues with the unit. No malfunctions or abnormal functioning were noted. A visual inspection of the device revealed there were no leaks present and no components were damaged. A supplemental report will be submitted upon completion of the plant investigation.

Event description:
A biomedical technician stated that at a hospital a patient's catheter became disconnected from the venous line of the combiset during treatment on (B)(6) 2015. The biomedical technician reported that a nurse and patient care technician connected the patient to start hemodialysis therapy. The patient was not connected to the blood pressure module on the machine but a nurse heard the hospital monitor alarming for low blood pressure. When the nurse checked the patient, the venous line was disconnected from the catheter venous port and blood was coming out of the tubing. The patient coded and was transfused, however expired at the hospital. The machine did not alarm. No medical records, patient information or disposable sample have been made available.

Manufacturer narrative:
The actual device was not evaluated by fresenius personnel therefore the failure mode cannot be confirmed or replicated in field testing. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.